Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record (DHR) review was performed and no issues were found that could relate to the reported complaint. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information.

Event description:
Customer complaint alleges "the rn taking care of the patient called the rt to tell them that there was something wrong with the cannula and that the patient was desaturating. At her arrival she noticed that there was a piece of tape on the corrugated tubing portion and when she removed it, she noticed that the tubing was split open and being held by the tape. A new one was replaced on the patient and there were no negative outcomes to the patient."

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "the rn taking care of the patient called the rt to tell them that there was something wrong with the cannula and that the patient was desaturating. At her arrival, she noticed that there was a piece of tape on the corrugated tubing portion and when she removed it, she noticed that the tubing was split open and being held by the tape. A new one was replaced on the patient and there were no negative outcomes to the patient."